Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient experienced a driveline fault alarm. Log file review was requested. 3 driveline fault alarms, beginning on (B)(6) 2024 at 10:14 am were noted. The patient did not experience any symptoms as a result of the driveline faults. Technical services recommended the patient perform a system controller exchange. Additional log files were submitted on (B)(6) 2024 for review, which appeared to not capture any new driveline fault alarms. The phase data was inconclusive on whether there was an issue with any of the wires. Follow-up log files were sent again on (B)(6) 2024 after they performed an additional 25 power cable disconnects. There appeared to be no further driveline fault alarms captured in the log file and all 3 phases on the driveline monitoring value were normal on the new system controller. In addition, it appeared there was a string of low voltage alarms on (B)(6) 2024 around 7:36 am, while tethered to the mobile power unit (mpu). The low voltage alarms appeared to have been caused by power to the mpu being briefly interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms was confirmed via the submitted log files. On (B)(6) 2024 at 10:14:04, the log file captured yellow wrench advisory alarms due to driveline faults. The driveline faults activated due to phases 3 measuring higher than phase 1 and 2. The yellow wrench advisory alarms and driveline faults were active for the remainder of the log file. The driveline faults and atypical power cable disconnects did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event dates in the log file. Additional submitted log files after the system controller exchange showed the system operating as intended. The provided information indicated the system controller was exchanged; however, no product will be returning for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii instruction for use (rev. C) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot power cable disconnect alarms and yellow wrench advisories due to driveline faults. The heartmate ii instruction for use, section 2, entitled ¿system operations¿, advises the user to not bend, kink, or twist the driveline or system controller power cables. The heartmate ii patient handbook (rev. C) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.